Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that immediately following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced st segment elevation. The procedure had been completed and the patient was being prepared to move to the recovery room when the st segment elevation occurred. The patient's feet were elevated, and the st elevation subsided without further intervention. The patient was hospitalized overnight for observation. The cause of the st segment elevation was not confirmed but the physician suspects an air embolism. The patient was discharged the following day with no further complications. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.